Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from june 6, 2014 to june 11, 2014. Evaluation summary: visual inspection of the returned unit revealed a solid white particle, approximately 1.67 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ft-ir) scanning was performed and the particle was identified as an acrylic material. The cause or origin of the particle was unable to be determined. A CAPA has been opened further investigate this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was noted during filling. There was no patient involvement. No additional information is available. This is report 1 of 2.